Event description:
Boston scientific received information that this patient had an elective pacemaker upgrade approximately four months ago and the chronic right ventricular (rv) lead had stable measurements within normal limits at that time. At the first post op device check the rv lead displayed high pace impedance measurements and loss of capture (loc) at max outputs. The boston scientific field representative looked back in the device memory and noted that the rv impedance jumped about three weeks after the pacemaker change. The patient is not pacemaker dependent and had no adverse effects reported as a result of this loc. As a result of the rv loc and invasive procedure was performed to troubleshoot the issue. The lead was disconnected from the pacemaker and tested with a pacing system analyzer (psa) and found measurements within normal limits. The lead was connected to the pacemaker again and had measurements within normal limits. The physician elected to leave the lead and pacemaker implanted and will continue to monitor. The physician stated that the lead must have been under inserted into the header which caused a connection issue which led to the high impedances and loc. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.